Event description:
(17/18, reference (B)(4) for all attachments and related complaints) per complaint: no disposable pump won't run- res vol 35.9 ml, rate 2.3 ml/hr, given 69.1 ml, air in line patient not affected. No further information available.